Event description:
Additional information was provided that the device was later explanted due to normal battery depletion.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was exhibiting a charge time of 18.7 seconds while at a battery monitoring voltage of 2.65 v, after approximately 50 months of implant. A healthcare professional expressed concern over the long charge times. The boston scientific technical services department suggested monthly latitude remote follow-ups, and advised that the device may trip elective replacement indicator (eri) due to an extended charge time after the next capacitor reformation. No adverse patient effects have been reported as a result of this observation. Additional information was provided that the shock impedances have decreased to 38 ohms. It was also noted that this patient continues to be followed monthly.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.